Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old female patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of prior coronary artery bypass grafting (CABG), diabetes mellitus, and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the purge volume dropped from 13 to 3 and purge pressure increased to greater than 1100. The purge cassette was changed with no improvement. Cardiothoracic surgery made the decision to start tpa through the purge after discussion with medical affairs. The issue resolved after 12 hours of tpa administration through the purge. A contributing factor was that the CT surgeon did not use systemic anticoagulation. The tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. The patient remained on support.

Manufacturer narrative:
The device was returned d9 was.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the high purge pressure was due to biomaterial based on returned product analysis resulting from low acts maintained and with no systemic anticoagulation based on clinical details.

Event description:
The patients survival outcome at explant was reviewed: and noted as survived.

Manufacturer narrative:
Additional information b5 and d6b was updated.